Event description:
Small drill bit 1.1 broke off in patient's bone. It was deep and the surgeon opted to leave it there.

Event description:
Small drill bit 1.1 broke off in patient's bone. It was deep and the surgeon opted to leave it there.